Event description:
It was reported that patient was feeling stimulation from the left ventricular (lv) lead and the lv lead was reprogrammed. The following day, the patient felt the stimulation again. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d, implanted: (B)(6) 2023. 6935m62 lead, implanted: (B)(6) 2023. 310c29 tissue valve, implanted: (B)(6) 2023. 3058 urinary stim ipg, implanted: (B)(6) 2012. 3093-28 urinary stim lead, implanted: (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.